Manufacturer narrative:
Analysis of the provided files confirmed that communication error occurred on (B)(6) 2025 during an alizea dr session. After this error the ble command failed as ble communication cannot be achieved with the implant. Therefore, the user tried to reinterrogate, without success, and removed the battery. This type of ble loss is caused by a windows error, preventing the ble communication. The telemetry head is not suspected to be defective. A workaround if this type of event reoccurred is to switch the communication to inductive mode, or to quit the session properly before trying to reinterrogate. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the bluetooth is lost during implantation of alizea devices.